Event description:
It was reported that the aq5010v silicone three piece lens was not loaded properly and as a result the lens tore as it was inserted into the eye. The lens was removed without any injury to the patient.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed a haptic was bent and there was a clear surgical residue on the lens. (B)(4).